Manufacturer narrative:
Pi lab confirmed the reactivity of the c antigen on retention panoscreen -ii lot 39335 cell ii (c586) with retention anti-c lot 945090. Controls performed as expected. Cell ii (c586) resulted as 4+. Retention product performed as expected. Pi performed an antibody screen in tube return sample (B)(6) using retention panoscreen -ii lot 39335 with retention immuadd lot 357015. Controls performed as expected. Return sample (B)(6) resulted as negative. Upon repeat, sample resulted weak positive with cell 2. Sample (B)(6) was repeated this time using retention panoscreen -ii lot 44390. With retention immuadd lot 357015. Controls performed as expected. Return sample (B)(6) resulted weak positive with cell 2. Pi lab performed an antibody screen in tube return sample (B)(6) using retention panoscreen -ii lot 39335. With retention gamma peg lot 336025. Controls performed as expected. Return sample 236449 resulted as negative. Upon repeat, sample again resulted negative. Sample (B)(6) was repeated this time using retention panoscreen -ii lot 44390 with retention gamma peg lot 336025. Controls performed as expected. Return sample (B)(6) resulted as negative. Pi lab performed an antibody screen on the echo with return sample (B)(6) using retention capture-r ready screen (3), plates lot r670 and retention capture-r indicator cells lot 221512. Controls performed as expected. Return sample (B)(6) resulted 4+ with cell 2 and 3+ with cell 3. Our investigation did not identify a product deficiency. The customer issue was reproduced on the echo and with peg. It was not reproduced with immuadd. The unexpected reactivity appears to be unique to the nature of the sample.

Event description:
A customer reported unexpected negative reactivity when testing a patient sample by manual tube method using panoscreen I and ii lot 39335. The patient has a known anti-c.